Manufacturer narrative:
(B)(4). D10: ve183620 - vgd ve ps tib brg 63/67x10mm - 66354230. G2 : foreign country : japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after checking the tray for any cement particle or foreign substance, the surgeon inserted the bearing, however, the locking bar did not go all of the way in and it was unable to proceed or pull out. After some time, the surgeon managed to pull it out and insert a new bearing and locking bar. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event is confirmed. Visual examination of the returned product identified little signs of use on the articular surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The vanguard ve ps articular surface is not cleared for use with the vanguard 360 tibial tray. Per the IFU, the vanguard 360 tibial tray is not a listed compatible tibial tray for this style of articular surfaces. The root cause is attributed to a failure to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.